Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the treatment of a 54mm abdominal aortic aneurysm. It was reported that a type 1b endoleak was observed in the left talent  limb stent graft during a follow up on an unknown date. The patient received treatment where an iliac extension limb was used to treat left common iliac aneurysm and leak. The endoleak is reported to have resolved. As per the physician, the cause of the event was due to patient's anatomy and  disease progression. There were no additional sequelae reported and the patient is fine.